Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep met with the patient today and the patient said she has to charge a lot more lately then she used to. The patient's impedance check showed 0, 4, and 7 as do not use. The factors that may have led to this are unknown. The rep reprogrammed the patient around those contacts and the issue was deemed to be resolved. No further complications were reported. No patient symptoms were reported.